Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips scissored. The device came out of a kit and the clips are scissoring from the 1st clip and firings after it. Another device was used to complete the case. There was no adverse consequence to the patient. The device was discarded.